Manufacturer narrative:
An event regarding crack/fracture involving a triathlon patella was reported. The event of crack/fracture was confirmed via review of the provided photographs. The event for loosening was not confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted patella implant with biological on it. The device is cracked down the center and appears to be significantly worn. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that 'revised patella implant due to implant loosening and implant fracture whilst in situ.' The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted patella implant with biological on it. The device is cracked down the center and appears to be significantly worn. No further investigation is possible at this tome. If device/ additional information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Revised patella implant due to implant loosening and implant fracture whilst in situ.